Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing abnormal bleeding and cramping during menses, as well as migraines. On (B)(6) 2014 she underwent a diagnostic laparoscopy with removal of the coils, diagnostic hysteroscopy, and fluoroscopy. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding. Other non serious events were reported. Plaintiff underwent a diagnostic laparoscopy with removal of the coils, diagnostic hysteroscopy and fluoroscopy. Abnormal bleeding, understood as genital haemorrhage, is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the nature of the event, abnormal bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding. Other non serious events were reported. Plaintiff underwent a diagnostic laparoscopy with removal of the coils, diagnostic hysteroscopy and fluoroscopy. Abnormal bleeding, understood as genital haemorrhage, is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the nature of the event, abnormal bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, endometriosis and oligoovulation. She does deny nausea vomiting, lightheadedness or weakness. Concurrent conditions included uterine bleeding, diarrhea and chlamydial infection. Concomitant products included nuvaring. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping during menses"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy diagnostic laparoscopy with removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, vaginal haemorrhage, menorrhagia, fatigue, alopecia, headache, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014 patient had transvaginal ultrasound resulted in both ovaries contain multiple small follicular cysts. On (B)(6) 2014 patient had surgical pathology report resulted in left and right fallopian tubes with essure coil implants: fallopian tube, one side: -benign paratubal cyst. Fallopian tube, other side: -no diagnostic abnormality. The specimen container includes several segments of coiled metallic material consistent with essure implants. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvi pain, headache, dysmenorrhoea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, product information updated, concomitant condition added, events added as follows- abnormal bleeding (vaginal, menorrhagia), fatigue, hair loss, migraines / headaches, nausea, pain, vaginal discharge, weight gain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.